Manufacturer narrative:
A1: patient identifier: n/a confidentially. A2: age& date of birth: n/a confidentially. A3: patient sex: n/a confidentially. A4: weight: n/a confidentially. A5: ethnicity: n/a confidentially. A6: race: n/a confidentially. D4: catalog number: requested, unknown. D4: expiration date: unknown due to unknown catalog number. D4: UDI: unknown due to unknown catalog number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510k: unknown due to unknown catalog number. H4: device manufacture date: unknown due to unknown catalog number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the product code was unknown, the manufacturing record and the shipping inspection record could not be reviewed. Since the product code was unknown, past complaint file could not be searched. Based on our past knowledge, we have been aware that the guidewire was fractured when the following force was applied. We have also been aware that there was regularity in the shape of fractured section on the wire depending on the mechanism leading to the fracture. (I) when continuous torque force was applied in the same direction while the guidewire was bent, and the guidewire was fractured. No taper was found on the side surface of wire at the fractured section, and it was flat. Radial patterns were found on the fractured surface. (Ii) when continuous torque force was applied in the same direction while the guidewire was straight, and the guidewire was fractured. A spiral pattern starting from the center was found on the fracture surface of wire. (Iii) when repeated 90° bending force was applied, and the guidewire was fractured. No taper was found on the side surface of wire at the fractured section, and it was flat. Dimple patterns (hole-shaped patterns) were found on the fracture surface of wire. (IV) when pulling force was applied, and the guidewire was fractured. Taper was found on the side surface of wire at the fractured section. (V) when pulling force was applied in a looped state, and the guidewire was fractured. Taper and curve were found on the side surface of wire at the fractured section. Since the product code was unknown, the manufacturing record and the shipping inspection record could not be investigated. It was inferred that the actual product was fractured by applying some force described in investigation above. However, since the actual sample was not returned and investigation could not be performed, it was not possible to identify the cause of occurrence. Ashitaka factory assures the quality of this product by performing following inspections and control. The outer diameter of wire is controlled to assure the strength of wire. Before the packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as a kink or scratch. The instructions for use (IFU) of this product includes the following warning: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." For the importer report for this reported event please see MDR 2243441-2023-00025. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical received a user facility medwatch report # (B)(4) the event description stated that the distal portion of glidewire broke off inside the patient's artery in the lower right leg. Retrieved glidewire from cath lab manager. The physician attempted to retrieve the glidewire, however was not able to. The physicians stated that it would not be beneficial to attempt surgical retrieval of the foreign body, as it would require moderately extensive surgery with no significant change for the latter in the patient's condition. The device malfunction did not do what it was supposed to do. Additional information was received on 17 jul 2023: procedure was a cardiac cath. Blood loss was not reported. Patient was stable. The broken wire is still in the patient.